Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power error 25 and power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25 alarm and power loss alarm due to connector resistance issue electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected and replace battery alarm. Customer's blood glucose level was 161 mg/dl at the time of incident. Customer stated that the insulin pump made funny sound when the piston comes up. Customer stated that the insulin pump was not dropped and there was no visible damage. The insulin pump will not be returned for analysis.